Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 40 and 122 mg/dl. The customer's expected fasting blood glucose test result range is 140 to 160mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 93 and 104mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 12/31/2017 and open vial date is one week ago. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Memory concerns: customer is concern will all the results. Customer started to use the meter a week ago. Customer has not use the meter since (B)(6) 2017 and only use the meter twice.